Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 560 mg/dl. The customer did experienced the symptoms nausea, vomiting, difficulty breathing, thirsty. The customer was treated high blood glucose with bolus and manual injection. The customer was treated with insulin drip at the hospital. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does allege insulin pump was under delivering. Customer stated that the auto mode feature was not active. The insulin pump will not be returned for analysis.